Event description:
It was reported that during a lap nephrectomy procedure, the clips were not forming on the vessel. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
.